Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced open electrodes and electrode migration. Programing adjustments had been made; however, the issue did not resolve. The recipient underwent repositioning surgery on (B)(6) 2024.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Full insertion was reportedly achieved at repositioning. The recipient was reportedly successfully activated. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.